Event description:
Drive devilbiss healthcare received notice of an incident involving a (B)(4), a product imported and distributed by (B)(4), a subsidiary company of drive devilbiss healthcare . Enduser was using the cane when the cane allegedly bent. Enduser fell and broke femur and hip. This report is based on information provided by the enduser's spouse.